Event description:
After an implantation period of about 4 months, low sensing values and a loss of capture were reported. An x-ray confirmed the rv lead's position in the rv apex. No pericardial effusion was seen during the echocardiogram. As the lead screw did not retract during the repositioning, it was decided to implant a new pace / sense lead and cap the old one.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been carefully analysed. The available impedance trends confirmed a sharp decrease of rv sensing amplitude in (B)(6) 2016 from 15 mv down to approx. 2.5 mv. Furthermore the provided x-ray images demonstrated a deformed fixation helix. It is reasonable to assume that this damage caused difficulties during the helix retraction as reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the decreased sensing amplitude. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.